Manufacturer narrative:
On 11/21/2016, additional information received reported that the customer was to carry the pump in a pocket to control the external temperature of the pump and possibly a different infusion set was to be used. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After an alarm, the customer would either, change out the infusion set site, change all the supplies or just clear the alarm and resume insulin delivery. The customer's blood glucose (bg) level ranged from not being impacted to 250 mg/dl. A bolus was delivered to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.